Event description:
Piston rod disc has broken off [device failure]. Incorrect does delivery [incorrect dose administered]. Hypos in the morning 1 am [hypoglycaemia]. Hypos in the morning 2 am [hypoglycaemia]. Hypos in the morning 3 am [hypoglycaemia]. Case description: medical device information: class iib. This spontaneous case from another country, was reported by a consumer as "piston rod disc has broken off, incorrect dose delivery" and "hypos in the morning 1 am, 2 am, 3 am" and concerns a male patient (age unknown) treated with penmix 30 penfill (insulin human) and actrapid penfill (insulin human) using novopen 3 (insulin delivery device) from unknown start date to unknown stop date due to type 2 diabetes mellitus. Patient's height: unknown. Medical history: not reported. Customer was previously treated with tablets. In 2009, the patient experienced that the piston rod disc had broken off, with incorrect dose delivery. The patient experienced hypoglycaemia in the morning at 1 am, 2 am and 3 am. The customer did not see his doctor regarding the event. The outcome is reported as fatal. Comment: reporter's comment: customer has not seen his doctor in regards to this event, therefore, no medical confirmation can be obtained.